Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The connector portion measured 7.2 cm and the distal portion measured 40.0 cm. External insulation abrasions were noted at 9.3 to 9.9 cm and 33.4 to 33.7 cm from the distal tip consistent with lead friction to another device and/or feature of the heart. A fracture of the inner coil was noted at 28.5 cm from the distal tip to the suture sleeve tie impression. The cause of the reported events is isolated to the exposure of the outer coil in the abrasion zones and the fractured inner coil.

Event description:
It was reported that the right atrial lead exhibited noise and increased impedance. The physician believed the noise was caused by an active lifestyle. The lead was explanted and replaced. A lead fracture was noted. The asymptomatic patient was stable after the procedure.